Event description:
Device appears to be far field oversensing on the atrial lead on current egm (electrogram). Device appears to be oversensing on the atrial lead during stored at/af (atrial tachycardia/atrial fibrillation) events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).